Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer inadvertently stepped on the pump touchscreen causing it to crack. Pump was no longer functional. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 70-85 mg/dl.